Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received excessive no delivery alarms. The customer stated that they were stuck in the prime fill menu. Customer's blood glucose level at the time 11.3mmol/l. No additional information is provided.

Manufacturer narrative:
The insulin pump was received with no excessive no delivery error alarm noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No cosmetic damage noted.